Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the hospital based biomedical engineer reported the system did not switch to back-up battery power as expected. The power manager board was returned for eval. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.